Event description:
The customer reported to olympus the evis exera iii bronchovideoscope image is lost when flexing. The reported issue occurred during bedside cleaning after use, for an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image blacks out during angulation in the up direction. Upon further inspection, it was observed that there was leaking from the channel due to a puncture. It was also observed that the insertion tube had heavy dents and chemical damage. Lastly, it was observed that the customers label at the control body and scope connector did not meet the standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: g2 - health professional was inadvertently checked on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to damage on the internal charge coupled device cable due to stress on the insertion tube. The event can be detected/prevented by following the preventive measures in the operation manual: ¿important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image¿. Olympus will continue to monitor field performance for this device.